Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that there was a problem with the dilators auto rotating. There is no additional information available